Event description:
It was reported that a tracheobronchial stent was implanted in a pt for treatment of a trachea stricture in 2003. Nine weeks later an endoscopy procedure was performed for diagnosis of the pt's discomfort and it was found that the stent was broken length-wise. The doctor treated the pt by removing the broken stent two weeks later and implanting another MFR's stent. The pt's original diagnosis for trachea stricture was 3-4mm. It was reported that the doctor was not able to dilate the stricture with a balloon before implantation of the original tracheobronchial stent. The dfu for ultrafex tracheobronchial stents warns: "placement of the ultraflex tracheobronchial stent system is conttraindicated for pts with strictures that cannot be dilated to at least 4mm..." The device was not returned for evaluation. Therfore, a failure analysis could not be performed. A lot device history search was performed and no other complaints were found on this lot number. It cannot be determined if the product met specifications because the product was not returned. Co is unable to determine the relationship between the device and the cause of this event without the product.